Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Yes, the wound resuturing was completed during the initial procedure. Yes, the needle was retrieved at the time of the procedure. The needle was retrieved by pinching the tissue to maneuver it so it could be grabbed and removed. The original suture had to be completely removed and the area resutured with another product, resulting in minimal tissue damage. Warm and fuzzy veterinary center. Ap (please refer to the attached email), veterinary technician. H3 evaluation: no product sample received. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a needle broken into two pieces at the attachment area; one of the pieces is still attached to the suture. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported an animal underwent an unknown procedure on an unknown date in 2026 and suture was used. Report a faulty suture needle. No consequences reported. Product availability unknown. Additional information has been requested.